Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor who reported that the patient's device was explanted because it was not working and the battery was dead. The patient had the unit replaced on (B)(6) 2018. No patient symptoms were reported. No complications were reported or anticipated.